Event description:
It was reported that a balloon rupture occurred. The target lesion was 90% in stent restenosis of an unknown stent implanted in an unspecified location. A 10/2.75 flextome¿ cutting balloon¿ monorail was used for dilatation. During the procedure, after two successful inflations, it was observed that the balloon ruptured at 12 atmospheres on the 3rd inflation. The device was completely removed from the patient. The procedure was completed with a different device. There were no complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 1mm distal to the distal edge of the proximal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was 90% in stent restenosis of an unknown stent implanted in an unspecified location. A 10/2.75 flextome¿ cutting balloon¿ monorail was used for dilatation. During the procedure, after two successful inflations, it was observed that the balloon ruptured at 12 atmospheres on the 3rd inflation. The device was completely removed from the patient. The procedure was completed with a different device. There were no complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).